Manufacturer narrative:
Insulin pump received with motor error alarm during occlusion test and unable to prime during prime/delivery test due to faulty forced sensor resistor. Motor passed motor test. Unable to perform the occlusion and excessive no delivery test due to motor error alarm and unable to prime. Motor passed motor test. Pump received with cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and minor scratched lcd window.

Event description:
It was reported that customer received a motor error alarm during priming and after rewind. Troubleshooting was performed and customer reported that insulin pump was exposed to magnetic field. Customer's blood glucose was 23 mmol/l. Insulin pump will be replaced.